Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that their implant was turned sideways and protrudes quite a bit. The patient stated that if they stand sideways and wear jeans, a lump was visible. The patient reported that when they lie down or forget about the implant, it hurts more than the operation itself. The patient mentioned having reported this to their healthcare provider (hcp) and was waiting to schedule another appointment, because the hcp said the patient may need another operation. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.